Manufacturer narrative:
Other devices involved in this event: brand name: heartware ventricular assist system ¿ battery / (B)(4) / model #: 1650de / expiration date: 2017-06-30. UDI #: (B)(4). Device available for evaluation: yes, return date: 2017-12-20. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2016-06-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller (con300386) and four batteries (bat360210r01, bat581493, bat218656, bat218933) were returned for evaluation. Bat581336 was not returned for evaluation. Review of the manufacturing documentation confirmed that bat581336 met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and four batteries all passed visual examination and functional testing. Log file analysis revealed that the controller, con300386, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving bat360210r01, bat581493, bat218656, and bat218933. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary update: the controller ((B)(4)) and four batteries ((B)(4)) were returned for evaluation. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(4) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis revealed that the controller passed functional testing. Visual inspection under 10x magnification revealed a hairline crack surrounding power port 2. An internal visual inspection did not reveal fluid ingress. The hairline crack finding is not related to the reported event. Based on an internal investigation, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Log file analysis revealed that the controller, con300386, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4) . As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. There is an internal investigation for momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: (B)(4) controller passed external visual inspection, system running test and all functional checks. Additional devices reported: (B)(4). D10: yes, 2018-01-16 h3: yes h6: FDA method code(s): 3372, 10, 38, 23 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing (B)(4). D10: yes, 2018-06-30 h3: yes h6: FDA method code(s): 3372, 10, 38, 23 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing (B)(4). D10: yes, 2018-01-16 h3: yes h6: FDA method code(s): 3372, 10, 38, 23 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing (B)(4). H3: yes h6: FDA method code(s): 3372, 10, 23, 38 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 product event summary: the returned battery passed visual inspection and functional testing this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices reported: battery model: 1650de serial# (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. (B)(4). Battery model: 1650de, serial# (B)(4), exp. Date:2018/06/30. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. (If pump yes). (B)(4). Battery model: 1650de serial# (B)(4) exp. Date: 2017/05/31 UDI#: device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. (B)(4). Battery model: 1650de serial# (B)(4) exp. Date: 2018/06/30 device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Labeled for single use: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the patient had experienced several power switching events. At times the batteries were not recognized by the controller. All batteries and the controller were exchanged. No patient complications have been reported as a result of this event.